Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The broken pitch cable likely caused the instrument to fail engagement in the logs. The instrument was installed on an in-house system and passed the mechanical engagement sequence. Msc log review shows qty 4 engagement failures via error code 22020 indicating engagement failure on the pitch axis. The complaint regarding the instrument would not register when it was inserted, was confirmed by failure analysis

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the small grasping retractor instrument was observed to have been inserted into the robot and would not register. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.